Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. The right atrial lead exhibited noise which caused inappropriate mode switch episodes. The noise could be reproduced. No intervention was performed; the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the lead was capped and replaced successfully.